Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000039677.

Event description:
Related manufacturer reference number: 1627487-2023-00440. It was reported the patient¿s ipg was unable to communicate with external devices and the one of the leads had migrated. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention occurred on (B)(6) 2023 where the ipg and lead were explanted and replaced.